Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensors failed to adhere to reservoir. No other details regarding the nature of this event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.